Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while transporting a patient when they were attempting to print from the device. This occurred with multiple sets of batteries. There were no reported adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's #2 battery and battery pins. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device inappropriately lost power during the event. The cause of the reported issue was determined to be a broken tab on battery #2 and loose battery pins.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while transporting a patient when they were attempting to print from the device. This occurred with multiple sets of batteries. There were no reported adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times while transporting a patient when they were attempting to print from the device. This occurred with multiple sets of batteries. There were no reported adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number 00883873912775.